Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure inserts had migrated and perforated her uterus /migration of essure device location of device: essure coils migrated to uterus") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2009) and gallbladder operation. Concurrent conditions included hysterectomy (reason(s) for use- injuries and complications from essure implant) since 23-apr-2015, parity 4 (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2009), excessive menstruation, polymenorrhoea, atypical hyperplasia of endometrium (negative for atypia.), adenomyosis, medical device site bleeding, fatty liver infiltration, bowel adhesions (she had multiple adhesions of the bowel to the right abdominal side wall) and anesthesia. Concomitant products included citalopram since 2016 for anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), menorrhagia ("prolonged menses /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2010, the patient experienced migraine ("migraines /migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain / loss specify which one (event splitted for coding)") and weight decreased ("weight gain / loss specify which one (event splitted for coding)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder issues"), neuralgia ("nerve pain"), swelling ("swelling"), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2015 she underwent a total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, vaginal discharge, bladder disorder, neuralgia, swelling, fatigue, procedural pain, vaginal haemorrhage, pruritus, headache, weight increased, weight decreased and vulvovaginal pain outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, procedural pain, pruritus, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes in 01jan2004 to 01jan2009 that period patient took unknown drug for concerns about safety of birth control methods. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records, new reporter, medically confirmed, patient demographic information ,relevant history and concurrent condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure inserts had migrated and perforated her uterus /migration of essure device location of device: essure coils migrated to uterus") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida (((B)(6) 200, (B)(6) 2002, (B)(6) 2004, (B)(6) 2009)) and gallbladder operation. Concurrent conditions included hysterectomy (reason(s) for use- injuries and complications from essure implant) since (B)(6) 2015, parity 4 (((B)(6) 200, (B)(6) 002, (B)(6) 2004, (B)(6) 2009)), excessive menstruation, polymenorrhoea, atypical hyperplasia of endometrium (negative for atypia.), adenomyosis, medical device site bleeding, fatty liver infiltration, bowel adhesions (she had multiple adhesions of the bowel to the right abdominal side wall) and anesthesia. Concomitant products included citalopram since 2016 for anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), menorrhagia ("prolonged menses /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2010, the patient experienced migraine ("migraines /migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain / loss specify which one (event splitted for coding)") and weight decreased ("weight gain / loss specify which one (event splitted for coding)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anixety"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder issues"), neuralgia ("nerve pain"), swelling ("swelling"), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2015 she underwent a total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, back pain, dyspareunia, alopecia, dysgeusia, rash, vaginal discharge, bladder disorder, neuralgia, swelling, fatigue, procedural pain, vaginal haemorrhage, pruritus, weight decreased, vulvovaginal pain and anxiety outcome was unknown and the dysmenorrhoea, migraine, headache, weight increased and depression had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, procedural pain, pruritus, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes in (B)(6) 2004 to (B)(6) 2009 that period patient took unknown drug for concerns about safety of birth control methods. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received: anxiety and depression event was added and events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure inserts had migrated and perforated her uterus /migration of essure device location of device: essure coils migrated to uterus") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida (B)(6) 200, (B)(6) 2002, (B)(6) 2004, (B)(6) 2009 and gallbladder operation. Concurrent conditions included hysterectomy (reason(s) for use- injuries and complications from essure implant) since (B)(6) 2015, parity 4 (B)(6) 200, (B)(6) 2002, (B)(6) 2004, (B)(6) 2009, excessive menstruation, polymenorrhoea, atypical hyperplasia of endometrium (negative for atypia.), adenomyosis, medical device site bleeding, fatty liver infiltration, bowel adhesions (she had multiple adhesions of the bowel to the right abdominal side wall), anesthesia, wound nos, discomfort and premenopause. Concomitant products included citalopram since 2016 for anxiety as well as ibuprofen (advil), ibuprofen (midol ib) from 2010 to 2015, intrauterine contraceptive device (iud nos) and paracetamol (tylenol) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), menorrhagia ("prolonged menses /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2010, the patient experienced migraine ("migraines /migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain / loss specify which one (event splitted for coding)") and weight decreased ("weight gain / loss specify which one (event splitted for coding)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder issues"), neuralgia ("nerve pain"), swelling ("swelling"), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, enterolysis). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, back pain, dysgeusia, vaginal discharge, bladder disorder, neuralgia, swelling, fatigue, procedural pain, vaginal haemorrhage, pruritus, weight decreased and vulvovaginal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, rash, headache, weight increased, depression and anxiety had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, procedural pain, pruritus, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. In (B)(6) 2004 to (B)(6) 2009 that period patient took unknown drug for concerns about safety of birth control methods. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2018: outcome for events migraine, headaches, weight gain, hair loss, abnormal bleeding, cramping, dyspareunia, pain, rashes, anxiety and depression were resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure inserts had migrated and perforated her uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder issues"), neuralgia ("nerve pain"), swelling ("swelling"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2015 she underwent a total hysterectomy and salpingectomy). At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, vaginal discharge, bladder disorder, neuralgia, swelling, fatigue and procedural pain outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, vaginal discharge, bladder disorder, neuralgia, swelling, fatigue and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure inserts had migrated and perforated her uterus and she presented abnormal bleeding. A total hysterectomy and salpingectomy was performed around 6 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. Uterine perforation is a potential complication of essure insertion or removal. In this present case, 6 years after essure insertion uterine perforation was diagnosed. Given event's nature it was considered related to essure. Regarding the event abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure inserts had migrated and perforated her uterus and she presented abnormal bleeding. A total hysterectomy and salpingectomy was performed around 6 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. Uterine perforation is a potential complication of essure insertion or removal. In this present case, 6 years after essure insertion uterine perforation was diagnosed. Given event's nature it was considered related to essure. Regarding the event abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.